Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer's mother reported that the retrieval strings separated from two tampons during removal and the tampons remained inside her daughter's body. The tampons were removed manually. No consequences reported.